Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with intermittent button response due to flattened dome switch on the esc and act buttons. The lcd connector was inspected and no anomaly was noted. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. Customer's blood glucose level was around 500 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.